Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and genital haemorrhage ('bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included polymenorrhoea. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dyspareunia ("dyspareunia"), vaginal disorder ("vaginal scarring"), dysmenorrhoea ("dysmenorrhea") and urticaria ("allergic reaction (severe hives)"). The patient was treated with surgery ((B)(6) 2012; laparoscopic bilateral tubal ligation). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain, genital haemorrhage, dyspareunia, vaginal disorder, dysmenorrhoea and urticaria outcome was unknown. The reporter considered dysmenorrhoea, dyspareunia, genital haemorrhage, pelvic pain, urticaria and vaginal disorder to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test urine: on an unknown date: unknown. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.